Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the current pump until a replacement arrives.